Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was returned for evaluation. Visual inspection revealed no defects. The actual sample, after having been rinsed and dried was subjected to another visual inspection and revealed no defects. The actual sample was built into a circuit with tubes. Bovine blood was circulated in the circuit and the pressure drop was determined at each flow rate. The results were confirmed to meet manufacturer specifications with no obstruction noted in the oxygenator module. After the above test, bovine blood was kept circulated in the circuit for 6 hours. No occurrence of obstruction was confirmed. After the circulation test, the actual sample was flushed with saline solution. No presence of clot was revealed. The investigation results verified that the actual sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. The IFU states: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system.

Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device was not returned to the manufacturer for evaluation. Since the actual device was not returned, our investigation is limited. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. With no return of the actual device, no probable root cause could be determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned

Event description:
The user facility reported that the tr band deflated. Follow up communication with the user facility confirmed the following information: after intervention the tr band was placed at the patient's arm as usual. It was reported that the tr band loses the injected air. It was reported that there was no real harm for patient, as the hospital is doing close monitoring. Blood loss per patient was reported to be a maximum of 5 to 10ml. It was reported that the procedure was completed successfully. It was reported minor harm to patient. This event has reported to have happened 10 times. See mdrs for other nine occurrences 9681834-2016-00262, 9681834-2016-00263, 9681834-2016-00264, 9681834-2016-00265, 9681834-2016-00267, 9681834-2016-00268, 9681834-2016-00269, 9681834-2016-00270, 9681834-2016-00271.